Event description:
Information received indicates the head section will not go down when the CPR functions is used.

Manufacturer narrative:
The facility's maintenance found the roller for the head section was jammed by a piece of debris. Maintenance removed the debris to repair the bed.